Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from the septum while the cartridge was being filled with insulin. There was no impact to the customer's blood glucose level. The customer successfully loaded a new cartridge to address the reported issue and resumed insulin delivery.